Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
The patient's device programming history was reviewed and it revealed that the patient was seen by the surgeon and there were no issues with the device. No changes were made to the patient's device settings.

Event description:
It was reported that the patient has a diagnosis of breakthrough seizures and the neurologist would like the patient's device to be interrogated by the surgeon. It is unknown if the breakthrough seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.